Manufacturer narrative:
Product analysis: analysis confirmed the customer comment. The connection between the display flex tape and the main printed circuit board (pcb) was loose. It caused the display to not function properly. The output connector was cracked. The display wire insulation was pinched, wire insulation was not compromised. One tube was out of its position. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) bottom display was not displaying the screen. It was noted that the back light was still working. The epg was returned for service. There was no patient involvement.